Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection and sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the ICD along with the ra and rv leads were explanted. There were no additional adverse patient effects reported. This explanted device was returned for analysis.